Event description:
It was reported that pump touchscreen was unresponsive. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, and no additional information was received regarding actions taken or outcome of event.